Event description:
Burke tri-flex bariatric beds slid while pulling patient up in bed. Bed struck employee, injuring hip and wrist. Found that front wheels still roll forward and backward while in locked position.